Event description:
Tampon was stuck inside me [foreign body in reproductive tract]. Went to take it out after the string detached from the tampon and the tampon was stuck inside me [complication of device removal] . String detached - tampon [device breakage] . Case narrative: consumer reported via e-mail that string detached from tampon during removal. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon was stuck inside me [foreign body in reproductive tract]. Went to take it out after the string detached from the tampon and the tampon was stuck inside me [complication of device removal]. String detached - tampon [device breakage]. Case narrative: consumer reported via e-mail that string detached from tampon during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.